Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: three battery compartment cracks observed, two in the thread area and one below the bumper pad. Evidence of moisture contamination found inside battery compartment. A power loss was not observed. Battery cap is unable to fully tighten due to battery compartment cracks. A test cap was used and was also unable to fully tighten. Battery cap is able to tighten enough to allow for exercising. The pump was exercised for 24 hours. No power loss or battery related warnings were duplicated. Current draws within specifications. . Leak test shows leak at battery compartment crack. Pump case was removed, no evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Unrelated to complaint, the display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a battery compartment leak, moisture in battery compartment, battery compartment crack, and a dim. Display this report is made based on the results of an investigation completed on (B)(4) 2013.